Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with an implantable neuro stimulator (ins). It was reported that the patient was having difficulties charging. The rep hooked up and read the patient's ins with an 8840 programmer. The rep had to clear a power on reset (por) screen. The por screen was cleared and the impedances were checked and everything was fine. The rep was not sure why the por was seen on the 8840 programmer. The patient had no recollection of ever getting a battery jumpstart or being around any high energy magnets. No surgical intervention occurred or planned. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the reason for the power on reset screen was not determined. It was noted that the patient was having difficulties getting good coupling and positioning was reviewed and the patient¿s charging was better now.